Event description:
It was reported that the patient presented for a device check prior to magnetic resonance imaging. Upon interrogation, it was noted that the right ventricular lead exhibited over-sensing noise. The noise was reproducible. Programming changes were made. There were no patient consequences reported.